Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2003. Sought medical attention for redness and swelling at the piercing site on the next month. At that time an incision and drainage was performed and oral antibiotics were presecribed. Returned for another incision and drainage 5 days later. Two days later, prescribed a new oral antibiotic.